Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown hip instrument. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during the revision the mdm liner instrument came apart when putting the left mdm liner in.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding assembly issue involving an adm press was reported. The event was confirmed. Method & results: device evaluation and results: the material analysis report concluded that the restoration adm press came apart where a pin that holds two of the subcomponents of the device together came out. There was no evidence of a press fit in the holes of the subcomponents that the pin was meant to hold together. No material defects were observed on the device inspected. Medical records received and evaluation: not required as there was no associated procedure or patient involvement device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation by the supplier concluded that the device is disassembled due to the fall of the metal pin. The drilling hole to insert the metal pin is dimensionally compliant with the drawing. The metal pin was not returned for evaluation. The review of the DHR indicates that the assembly of the press with the metal pin is a manual process and that there is a 100% visual inspection of the metal pin and a 100% functional test. There was no manufacturing defects noted.

Event description:
It was reported that during the revision the mdm liner instrument came apart when putting the left mdm liner in.